Manufacturer narrative:
Further investigation of this event determined calibration and quality controls were acceptable prior to and after the event. There is no indication of a reagent issue. Based upon the information provided for investigation, the misaligned pipettor or pre- analytic issues might have been the cause. It was noted the customer is using a shorter centrifugation time for sample tubes than recommended by the tube manufacturer. No adverse events were reported.

Event description:
The customer received two questionable results for psa on their modular analytics e-module (serial number (B)(4)). The customer provided data for two patients with discrepant results reported outside the laboratory. A physician called to question the second patient's result based on the patient's history. Repeat testing was performed on the same e-module analyzer. The first patient had an initial psa result of 0.023 ng/ml. The repeat result was 1.27 ng/ml. The second patient, a male, had an initial psa result of 0.026 ng/ml. The repeat result was 4.5 ng/ml. The customer believes the repeat results are correct and they were issued as a corrected report. There were no adverse affects from this event. The field service representative determined the cause of the issue was a misaligned sample probe. He adjusted the sample probe. Performance testing was run without error. The customer performed calibration and quality control which passed within site specification.